Event description:
A report was received that the patient had an infection at the ipg site following a fall where the pocket had opened up. The symptoms were pus and redness at the ipg site. The physician irrigated and drained the pocket site and treated the patient with intravenous and bactrim medication. The patient is reportedly doing well.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Manufacturer narrative:
Additional information was received that the patient was given vancomycin antibiotics following the explant procedure and was reportedly doing well.

Manufacturer narrative:
Additional information was received that the patient was explanted. The patient is reportedly doing well. Additional suspect medical device components involved in the event: model: sc-8216-50, serial: (B)(4), description: artisan surgical lead, 50cm. Explanted lead and ipg will not be returned to bsn as they were discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site following a fall where the pocket had opened up. The symptoms were pus and redness at the ipg site. The physician irrigated and drained the pocket site and treated the patient with intravenous and bactrim medication. The patient is reportedly doing well.

Event description:
A report was received that the patient had an infection at the ipg site following a fall where the pocket had opened up. The symptoms were pus and redness at the ipg site. The physician irrigated and drained the pocket site and treated the patient with intravenous and bactrim medication. The patient is reportedly doing well.

Manufacturer narrative:
Additional information was received that the patient indicated he got (B)(6) before being explanted and that it was not device related.

Event description:
A report was received that the patient had an infection at the ipg site following a fall where the pocket site had opened up. The symptoms were pus and redness at the ipg site. The physician irrigated and drained the pocket site and treated the patient with intravenous and bactrum medication. The patient is reportedly doing well.